Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported that they will not return the defective pcb.

Event description:
The customer reported that their vela ventilator alarmed xdcr fault during set up prior to patient use. There is no patient involvement in this reported event.